Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. No data logs were available. The product was returned and evaluated. Upon plugging into a lab console, a "placement signal not reliable" alarm was triggered. There were no visual abnormalities with the dp sensor, but dp sensor drift was observed in the lab flow loop. The optical parameters were also evaluated with no issues found. The root cause of the placement signal issue was most likely sensor drift since it was reproduced in the lab. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella rp pump was implanted for circulatory support. During support, there was a placement signal alarm from the pump. The pump remained operational until weaning and explantation. No patient harm was reported.